Manufacturer narrative:
Concomitant medical devices: product ID: 8784, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8782, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via psr (product surveillance registry) regarding a patient receiving intrathecal fentanyl 875.0 mcg/ml; 485.48 mcg/day, bupivicaine 13.7 mg/ml;7.601 mg/day and clonidine 721.0 mcg/ml; 400.03 mcg/day via an implanted pump. The pump was updated (B)(6) 2014 to increase the daily dose 8 percent to deliver fentanyl 875.0 mcg/ml; 524.63 mcg/day, bupivicaine 13.7 mg/ml; 8.214 mg/day and clonidine 721.0 mcg/ml; 432.30 mcg/day. The pump's indication for use (IFU) was listed as non-malignant pain and failed back surgery syndrome. The patient was examined (B)(6) 2014 and had obvious thinning of skin over medial aspect of the pump incision line in the left lower quadrant (llq). Surgical intervention occurred (B)(6) 2014 to perform a revision of the pump pocket, skin and subcutaneous excision repair. The severity was mild and did not interfere in a significant manner with the subject's normal functioning level. The event onset date was (B)(6) 2014. It was related to the procedure. The outcome resolved without sequelae (B)(6) 2014.